Event description:
The device was used during an adrenalectomy procedure. Reportedly, the tip of the hook probe disengaged in the pt's cavity. The surgeon was able to retrieve the component and complete the procedure with no injury to the pt.